Event description:
It was reported that the pump failed preventative maintenance. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check clutch / plunger lever in history. During functional testing using the occlusion test, the reported issue of check clutch / plunger lever error was found immediately after starting occlusion test. The root cause of the problem was related to normal wear of the pump as it is over 9 years old. Replaced lead screw nut, lead screw, clutch spring, and both clutch halves due to old and normally worn parts. Calibrated device and performed all functional tests which passed.